Event description:
The customer reported via phone call that the insulin pump was turning off without any warning and experiencing a blank display. The customer's blood glucose was unknown. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was unable to fully complete the troubleshooting. The customer was advised that the insulin pump would be replaced per customer's request. The customer was advised to discontinue use of the insulin pump and revert to healthcare provider's back-up plan until the replacement insulin pump arrived. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.